Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He011jt) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache") and pain in extremity ("leg pain"). At the time of the report, the abdominal pain, fatigue, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, headache and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 25-may-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He011jt) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), neck pain ("neck pain"), pain in extremity ("leg pain") and genital haemorrhage ("haemorrhage"). The patient was treated with surgery (total inter-ovarian hysterectomy on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain, fatigue, alopecia, headache, neck pain, pain in extremity and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, pain in extremity and pelvic pain with essure. The reporter considered abdominal pain, alopecia, fatigue, headache and neck pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Lot number: he011jt. UDI: (B)(4). Production date: 2015-12-09. Expiration date: 2018-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2022: the case (B)(4) was identified as a follow up of this case and therefore the case (B)(4) was deleted from argus database and all information was transferred to this case. Removal date was added. New events were added: pelvic pain, haemorrhage and neck pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 17-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He011jt) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache") and pain in extremity ("leg pain"). At the time of the report, the abdominal pain, fatigue, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, headache and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Lot number: he011jt. UDI: (B)(4). Production date: 2015-12-09 and expiration date: 2018-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.